Manufacturer narrative:
Block a2: patient age is approximated based on the median age being 63. Block b3: the exact date of the event is unknown. Approximated based on the month and year the first procedures were performed. Blocks d4 and h4: the complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. Block g2 literature source: parandi, et al. "Endoscopic ultrasound guided gastrojejunostomy in the treatment of gastric outlet obstruction: multi-centre experience from the united kingdom." Surgical endoscopy (2023); doi https://doi.org/10.1007/s00464-022-09692-y. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue and stent first flange difficult to position. Imdrf device code a010402 captures the reportable event of stent migration. Imdrf impact code f2303 captures the administration of prophylactic antibiotics. Imdrf impact code f2202 captures the endoscopic closure of the gastric defects. Imdrf impact code f08 captures the extended hospitalization for 5 days. Imdrf impact code f2301 captures the placement of a long colonic stent and the use of endoscopic clips to close gastric defects. Imdrf impact code f19 captures the endoscopic re-intervention.

Event description:
Boston scientific became aware of events involving axios stent and electrocautery enhanced delivery systems through the article, endoscopic ultrasound guided gastrojejunostomy in the treatment of gastric outlet obstruction: multi-centre experience from the united kingdom, by bharat paranandi, et al. Per the article, a retrospective review was done on patients who underwent endoscopic ultrasound guided gastrojejunostomy (eug-gj) with lumen apposing metal stents (lams) in three tertiary institutions between august 2018 and march 2021. A total of 25 patients (15 males) with a median age of 63 years old (range 29-80) underwent lams placement. 22 out of 25 patients had gastric outlet obstruction (goo) due to underlying malignant disease, with 10 patients having underlying pancreatic cancer. Both technical and clinical success were achieved in 23 out of 25 patients. In all 25 patients, oral intake was compromised. 9 patients could not tolerate any intake, 15 patients could only tolerate liquids and 1 patient could tolerate semi-solids. Supplementary feeding was required in 11 patients prior to the intervention. Technical success was defined as the successful creation of a gastrojejunostomy with the lams. According to the study, 2 out of 25 patients had stent misplacement. In the first patient, during the procedure, it was noted that the distal flange of the lams was deployed in the peritoneum. The lams was removed, and an endoscopic closure of the gastric defect was performed using clips. The procedure was completed using another lams. In the second patient, a lams was attempted to be placed twice. During both attempts, the distal flange of the lams was deployed outside the wall of the jejunum. This may be due to the mobility of the jejunum which was displaced with compromised endosonographic views during attempted puncture with the stent delivery system. Both gastric defects were closed using endoscopic clips and the procedure was completed, but at a later date. In the third patient, a successfully placed lams was displaced following endoscopic balloon dilatation through the lumen of the lams. The gastric defect was closed using endoscopic clips and the procedure was completed with a different stent. The 2 patients who had stent misplacement were hospitalized for 5 days for prophylactic antibiotics to prevent peritonitis. 1 patient underwent re-intervention as the patient had developed recurrent gastric outlet obstruction (goo). 63 days post stent placement, it was noted under repeat endoscopy that there was a preferential passage of the endoscope contrast through the lumen of the lams into the afferent limb of the jejunum. This was successfully rectified by placement of a long colonic stent into the direction of the efferent limb and fixated to the lams with endoscopic clips. Note: it was reported that the axios stent and electrocautery-enhanced delivery system was implanted to treat a gastric outlet obstruction for 63 days. The IFU states, "the axios stent and electrocautery-enhanced delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." The IFU also states, "axios stent implantation should not exceed 60 days; performance beyond 60 days has not been established." The axios is not indicated to be implanted in a gastric outlet obstruction and implantation period should not exceed 60 days. Further good faith effort attempts were made to confirm the location of the devices, but response was not received.